Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they pt passed out due to the meter not turning on. Their meter allegedly had no power. Unable to test on the meter. No readings. No comparison. Treatment was unknown.